Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: cer 109533.

Event description:
The following was reported to hamilton medical ag: per biomed, staff reported that the during ventilation the device displayed ventilation cancelled, alarmed and then shut down and or the screen went blank. That's all the information that he has at this time. Biomed will try and get more information if possible. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: per biomed, staff reported that the during ventilation the device displayed ventilation cancelled, alarmed and then shut down and or the screen went blank. That's all the information that he has at this time. Biomed will try and get more information if possible. No patient harm or consequences.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a power supply failure on the driver board. The investigation findings do not lead to an exact conclusion about the cause, there is an indication that something is wrong with the battery management (presumably u15) on the driver board. In consequence (correction) the driver board was replaced which resolved the problem. There was no patient or user harm reported. Hamilton medical ag case number is: (B)(4).